Event description:
The account's maintenance stated, the knee function is running unintentionally.

Manufacturer narrative:
The account's maintenance isolated the issue to the right head siderail outer control assembly. He replaced the right head siderail to repair the bed.